Manufacturer narrative:
The hemopro device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the tip of the silicone boot on the cold jaw was dislocated from its original location and returned. While we were unable to occlusively determine the root cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the tip of the hemopro jaw detached from the device and fell into the pt's leg. The piece was retrieved from the pt through the surgical incision. A replacement device was used to complete the procedure. The hospital did not report any additional pt effects.